Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to pump and was not alarming during patient infusion. The pump was programmed to run at 1200 ml/hr, yet despite the fact that the pumping mechanism was moving at a high rate and indicators on the screen suggested that the infusion was flowing, there was no fluid being pumped (nor drops falling in the drip chamber) and was not alarming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A test run was performed, and it was noted that there was flow on the collection cup and the drip chamber. A functional flow rate test was performed, and there were no issues noted. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.